Event description:
It was reported that during implant procedure the guidewire could not be introduced through the lead. Upon several attempts the wire became stuck into the lead. The lead was not used and a new lead was implanted. The patient was in a stable condition throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.